Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported issue. The unit passed three leak tests and all manifold leak tests performed by the fse. The fse then performed all functional checkout procedures and the unit passed all tests. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not autofill.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.